Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number and no non-conformance related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: regarding this complaint there were nothing to return. Customer had thrown product away. The following information was requested, but unavailable: what was the initial procedure? When did the issue (breakage needle) occurred? Pre-op, or while suturing? Please clarify. What is the procedure date & event day? What is the product code & lot number? Did the patient suffer any consequence? If it falls in patient's body, does the pieces was retrieved? Where did the needle pieces fall? Did the needle pieces was found in the same procedure? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was also reported that the needle breaks. There were no patient consequences reported. No further information is available.